Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01020. It was reported that one of the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.